Manufacturer narrative:
Block h6 (impact codes): problem code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024 for treatment of stones. The physician began the procedure using a reusable scope. They had difficulty locating the papilla due to the patients anatomy. They were able to locate it under a fold after observing the presence of bile. The physician then switched to an exalt scope after encountering difficulty using the reusable scopes elevator. After switching to the exalt scope, the physician found the image to be too yellow tinted which prevented them from locating the papilla. The procedure was unable to be completed as a result of this event. There were no patient complications reported as a result of this event.